Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs. Inspected reservoir o-rings/stopper groove for anomalies, and none were found. Ran basal, bolus leaking test, and no leaks were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated the reservoir was used and the leak is past o-rings. The customer stated that the leak is past 2nd o-ring. The customer was advised to return the reservoir for analysis and we will send out a box of reservoir. The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl.